Event description:
It was reported the patient is deceased. It was further reported by the health care professional that the patient passed away at home. No autopsy was performed and no cause of death is available. The patient is reported to have been admitted to the hospital five days prior to the death after receiving two high voltage therapies and the device had been evaluated with a programmer. A lead integrity alert (lia) was triggered on the date of death due to oversensing, t-wave oversensing (twos) and some double counting of the r wave. Technical review of the remote monitor transmission indicated stable impedance and the current electrogram noted ventricular capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 407645 lead implanted: (B)(6) 2011. (B)(4).